Event description:
Air leakage is confirmed after intubation. At test prior to use, no failures found. Re-intubation was necessary with no pt harm or injury.

Manufacturer narrative:
One sample returned for evaluation contained in a plastic pouch without its original unit pack. An attempt was made to inflate the cuff of the returned unit but failed. Visual examination of the cuff confirms a large 'v' shaped tear, measuring 5mm by 3mm, in the main body of the tracheal cuff. The single wall thickness of the cuff was measured away from the damaged area and found to be within the blueprint specification. There is no evidence to suggest that the reported defect occurred in house. All mallinckrodt broncho cath product undergo a four-hr inflate/deflate test prior to release and it is at this stage that any defects are removed from the order. Co supplies an "instructions for use (IFU)" booklet with this product, which outlines warnings/precautions associated with cuffs. In our IFU under the "warning section" , it is noted that various bony anatomical structures (e.g. Teeth) within the intubation routes or any intubation tools which have sharp surfaces may possess a threat in maintaining the cuff integrity.